Event description:
A ventilator was serviced by a third-party for service. The device was not in patient use. During the evaluation of the device by the third-party, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board, oxygen blending module wire harness and oxygen blending module manifold was replaced to address the issue.